Event description:
It was reported that a patient presented remotely via merlin.net and consequently seen in clinic. Device interrogation revealed high pacing impedance, high capture thresholds, r-wave amplitude variation, and oversensing noise on the right ventricular (rv) lead. The physician elected to cap and replace the rv lead on (B)(6) 2022. The patient condition was stable.